Event description:
Describe event, problem, or product use error: 10010300---confusion, 10040047---sepsis, 10046571---urinary tract infection; patient has been taking empagliflozin since (B)(6) 2022. Per (B)(6) 2024 external discharge summary and (B)(6) 2024 post-discharge contact, patient was hospitalized (B)(6) 2024 with a primary diagnosis of urosepsis. Per (B)(6) 2024 primary care note, patient was started on empagliflozin for history of diabetes and heart failure. Patient then experienced urinary retention due to increased urination following administration of empagliflozin and patient`s bph diagnosis. As a result, a foley was placed. Per patient`s pcp, the patient`s foley along with empagliflozin predisposed him to a uti and patient presented to the local hospital by ambulance on (B)(6) 2024 with sepsis. Patient was weak and confused upon presentation and was empirically started on vanco and zosyn, then transitioned to ciprofloxacin. Per primary care note, patient now feels great and denies recurrent symptoms suggestive of infection. Empagliflozin was discontinued. Urinary tract infections are a commonly reported adverse effect of empagliflozin. Incidence of urinary tract infections is 8%-9% per lexicomp and includes urinary tract infections with sepsis requiring hospitalization. This adverse effect is generally dose-related and related to its pharmacologic action.